Manufacturer narrative:
H10. H3, h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no evidence of rust. The device did show a color variation on the inserter shaft and tip at the laser marking. Reported complaint of rust could not be confirmed. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. All documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation.

Event description:
It was reported that during a rotator cuff repair surgery the inserter was found to be rusted when the anchor was implanted. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.